Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular (lv) lead has exhibited high out of range impedances of greater than 2000 ohms ever since the patient had a new device implanted. Several months ago there were some programming changes made, and the impedances dropped to 1000 ohms. To date, there have been no adverse patient effects reported.